Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred (B)(6) 2011, which is after the noted date of death. No data is available before the date of death which is noted as (B)(6) 2011. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression, outer tubing overlay breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression and breached cut, damaged at implant. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred (B)(6) 2011, which is after the noted date of death. No data is available before the date of death which is noted as (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and a power on reset occurred and it noted to have occurred after the date of death. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred (B)(4) 2011, which is after the noted date of death. No data is available before the date of death which is noted as (B)(4) 2011. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression, outer tubing overlay breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression and breached cut, damaged at implant. Proximal segment returned and analyzed.

Event description:
It was reported that the patient was deceased and died at home unexpectedly. It was further reported that during a post-mortem interrogation of the device, an electrical reset was noted to have occurred. Upon further review, the electrical reset occurred one week post-mortem. The cause of death has been requested and not received.